Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jun-2018 with the following findings: a review of the black box showed no evidence of a short battery life. The call service 128/177 battery alarm/warnings occurring due normal battery wear were observed. Unrelated to the original complaint, the battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and able to fit. Additionally, evidence of moisture corrosion was observed in the battery canister. A leak test failed due a battery compartment leak. The ez-prime steps were performed correctly and all currents read within specifications. The alleged short battery life complaint was unable to be duplicated. The pump cover was removed to find further moisture corrosion to the motor flex/connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that the battery compartment was cracked. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with this complaint.